Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: three photos of two 32g x 4mm pen needles were returned. Visual examination of the returned photos was carried out and a broken non patient end of cannula was observed. (2 defect samples were returned. Bdj found that the np needle was broken and missing. Sample will not be sent. Conclusion: visual examination of the returned photos was carried out and a broken non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. Root cause: as the samples in the returned photos were open it is not possible to confirm this defect to be manufacturing related. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported before use the pen ndl 32g 4mm pro 14 bag 700 case jpx was unable or difficult to prime. This event occurred 2 times. The following information was provided by the initial reporter: ¿drug didn't come out."